Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device in normal (adult) mode, it does not reach the required pressure. The issue occurred during an unspecified diagnostic laparoscopic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, the reported failure was not confirmed. The most probable cause of the reportable malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.